Event description:
It was reported the patient fell causing the ins to flip in the pocket and the tined lead to migrate. The patient has pain in the pocket and discomfort from stimulation. At low settings, the patient's toes curl. Impedance check was performed and there were no issues. Other troubleshooting attempts were made by reprograming to different electrodes and adjust pulse width. All electrodes caused discomfort in the leg and toe. The next course of action is a revision surgery. The patient was not prescribed medication for their reported pain. The device is not poking through the skin. The patient had their revision surgery of the tined lead and ins pocket on (B)(6) 2025. The pocket was moved a bit lower, and the physician used a suture to close the area tightly. The patient is still having similar symptoms as before revision. The patient has nerve damage unrelated to the implant, which seems to be exacerbated by stimulation. Right now, their stimulation is on a very low level, and the clinical specialist is following up with the patient weekly. If the pain persists, the physician will discuss removal as the patient has had the same experience in bilateral s3 and now s4.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). This report is being filed for a correction to field h6.

Event description:
It was reported the patient fell causing the ins to flip in the pocket and the tined lead to migrate. The patient has pain in the pocket and discomfort from stimulation. At low settings, the patient's toes curl. Impedance check was performed and there were no issues. Other troubleshooting attempts were made by reprograming to different electrodes and adjust pulse width. All electrodes caused discomfort in the leg and toe. The patient was not prescribed medication for their reported pain. The device was not poking through the skin. The patient had their revision surgery of the tined lead and ins pocket on (B)(6) 2025. The pocket was moved a bit lower, and the physician used a suture to close the area tightly. The patient is still having similar symptoms as before revision. The patient has nerve damage unrelated to the implant, which seems to be exacerbated by stimulation. Right now, their stimulation is on a very low level, and the clinical specialist is following up with the patient weekly. If the pain persists, the physician will discuss removal as the patient has had the same experience in bilateral s3 and now s4.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).